Event description:
It was reported that the bd syringe with bd precisionglide¿ needle blister pack was discolored. The following information was provided by the initial reporter: "exception package."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022. H6: investigation summary: one photo and one sample with unopen packaging were received by our quality team for evaluation. From the photo and the sample, the team observed a cloudy bottom web. No abnormality on the sealing portion was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The possible root cause could be due to an incoming material issue.

Event description:
It was reported that the bd syringe with bd precisionglide¿ needle blister pack was discolored. The following information was provided by the initial reporter: "exception package."